Event description:
Spontaneous report, from us. Local reference # (B)(4). Quality complaint reference #(B)(4). Dealer reference: (B)(4). This initial serious case report was received on 30-mar-2022 from the dentist through the dealer. Description of the incident (narrative): this case described breakage of premium needle 27ga long during dental procedure in a male patient (unknown age). On (B)(6) 2022, during a unspecified dental procedure, the 27ga long needle broke into the patient's mouth. There was no injury to the patient. No information was provided on the number of injection, method of needle retrieval and conditions of use. Information on the batch: # f10596aa, expiry date: 30-jun-2026. At the time of this report, the patient's outcome was recovered from the incident. This case is serious due to internal convention (cannula breakage in patient's mouth) as it coul have led to serious injury or persistent damage in the patient. Manufacturer's preliminary comments: causes of cannula breakage may include: bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, sudden movement of the patient during injection, use of a needle size inappropriate to the type of procedure, and use of the needle in spite of an obstacle (e.g bone). There was no information on the way the device was used or injection course. Mishnadling or use error of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined and hence no CAPA is required.

Event description:
Spontaneous report, from us. Local reference # us-septodont-2022006829, quality complaint reference # (B)(4). Dealer reference: (B)(4). This initial serious case report was received on 30-mar-2022 from the dentist through the dealer. Follow-up #1 was received on 18-jul-2022 from sofic. All information's were processed together description of the incident (narrative): this case described breakage of premium needle 27ga long during dental procedure in a male patient (unknown age). On (B)(6) 2022, during a unspecified dental procedure, the 27ga long needle broke into the patient's mouth. There was no injury to the patient. No information was provided on the number of injection, method of needle retrieval and conditions of use. Information on the batch: # f10596aa, expiry date: 30-jun-2026. A quality investigation on the returned and retained samples confirmed that no deficiency was observed. After investigation, without any proven quality defect of the needles, a cause due to dentist practice cannot be ruled out and is privileged. At the time of this report, the patient's outcome was recovered from the incident. Fup #1: received quality investigation results this case is serious due to internal convention (cannula breakage in patient's mouth) as it could have led to serious injury or persistent damage in the patient. Manufacturer's preliminary comments: causes of cannula breakage may include: - bending of needle prior use, - insertion up to the hub, - excessive pressure or movement of the needle during injection, - sudden movement of the patient during injection, - use of a needle size inappropriate to the type of procedure, - use of the needle in spite of an obstacle (e.g bone) there was no information on the way the device was used or injection course. Mishnadling or use error of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined and no CAPA is required. Cause investigation and conclusion: this is the first complaint for a "cannula breakage" defect with the batch f10596aa ((B)(4)devices). No quality defects on devices were observed during investigations and dentist's practice could not be discarded as a possible root cause. Based on data from case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as: multiple cartridges used, excessive pressure, sudden movement of the patient during injection, use of a needle size inappropriate to the type of procedure, use of the needle in spite of an obstacle (e.g bone)) but no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer. No quality defect of the injection device or of the cannulas was observed during investigations. After investigation, no quality defects on devices were observed for this complaint. Rationale for no review: based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailled indications on the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required manufacturer final comments: no quality defect on the tested devices. No root cause identified (use error: possible). No corrective action is needed for safety reasons.